Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: recommended asr revision - left hip. Update received: 14th october 2013 - added lot number: head, cup and taper sleeve, added product: stem, added product type: asr xl, added hospital: elisha hospital haifa, added revision date: (B)(6) 2013 and added reason(s) for revision: pain, noise & high metal ion levels in blood. Update received 20th november, 2013. (B)(6) have now confirmed that the revision has taken place update: marked as legal, added kid number, added all manufacturing and expiry dates and all other mw fields. Taken from (B)(6) email dated (B)(6) 2015. (B)(6).